Event description:
It was reported that he patient started having ongoing issues since surgery which include itching, fatigue, myalgia, further into the year having gastro-intestinal issues, neck pain, numbness in arms and hands as well as face, uncomfortable swallowing, skin bumps and break outs around neck, chest and upper back, and brain fog. Patient has had testing done, has tested positive autoimmune issue, 10 lb. Weight loss in a short period without reason. Doc severed long thoracic nerve and damaged c7 nerve.

Manufacturer narrative:
Upon further correspondence, the patient indicated undergoing revision surgery to have hardware removed. Patient reported waking up pain free. Lot number of the device was not provided therefore complaint history review and device history review cannot be performed. The device was not returned for evaluation. Surgical technique warns about foreign body sensitivity. Where material sensitivity is suspected appropriate tests should be made prior to material implantation. No further investigation can be performed due to insufficient information provided. It cannot be determined at this time if any of the implanted devices malfunctioned or contributed to patient's symptoms.

Event description:
It was reported that he patient started having ongoing issues since surgery which include itching, fatigue, myalgia, further into the year having gastro-intestinal issues, neck pain, numbness in arms and hands as well as face, uncomfortable swallowing, skin bumps and break outs around neck, chest and upper back, and brain fog. Patient has had testing done, has tested positive autoimmune issue, 10 lb. Weight loss in a short period without reason. Doc severed long thoracic nerve and damaged c7 nerve.